Event description:
Reportedly, the smartview connect displays 'no network' during the pairing attempts, despite correct network coverage, attempts at several locations and a reboot.

Event description:
Reportedly, the smartview connect displays "no network" during the pairing attempts, despite correct network coverage, attempts at several locations and a reboot.